Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.